Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the too ventricular placement and pvl of the second valve cannot be confirmed. In addition to procedural factors (manipulation of the devices), patient factors (moderate annular calcification, moderate native leaflet calcification) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016- 03592 .

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed. Valve sizing was also confirmed during bav. A 23mm sapien 3 valve was then advanced and positioned. During deployment, the valve ¿jumped¿ 5mm towards the ventricle. The reason for the ¿jump¿ is unknown. The valve landed in a final 40:60 aortic/ventricular (a/v) position with moderate to severe paravalvular leak (pvl). Post dilation was performed, but the outcome was not better. The decision was made to place a second sapien 3 valve. The second valve also landed in a final 40:60 a/v position with no reported change to the pvl. No further actions were reported. At the time of this report, the patient was in stable condition. Information concerning the annular diameter was not provided. Moderate annular calcification and moderate native leaflet calcification was reported. No loss of pacing capture was reported.

Manufacturer narrative:
Additional information received indicated post deployment of the second sapien 3 valve, the paravalvular leak (pvl) was graded as moderate to severe (grade 3). No further actions were reported. On postoperative day (pod) 1, a tte was performed. The pvl was determined to be mild to moderate (grade 1 to 2). At the time of this report, the patient was in stable condition. Based on the additional information received, it has been determined that this event does not meet the criteria of a reportable event.